Manufacturer narrative:
Section a2, a3, a4, a5 and a6: not applicable, as there was no patient involvement. Section d6a: if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the product. Section e1: initial reporter: reporter name: unknown, information not provided. Section e1: initial reporter: telephone number:(B)(6). Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that preloaded monofocal intraocular lens haptic was broken upon opening product packaging. There was no patient contact. No other information was provided.